Event description:
The device was returned for constant air in line errors. During testing, the pump continued to throw erroneous air in line warnings. The pump was reverted to manufacturing mode and ran through admin set ID several times but was passing those tests. The som module was suspected to be causing the incongruity but a new som did not resolve the persistent air in line alarms. The original som was replaced and no new abnormalities were noted. No physical damage was identified during internal investigation. New log files were pulled and reviewed and indicative of bubble detector failure.

Event description:
The following has been reported: biomed reported: air in line error will not clear. Pins were cleaned, did not pass test infusion. No patient harm, issue did not stop active infusion. A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.